Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a patient circuit disconnect alarm. Patient involvement information was not provided. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.